Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pt's hcp reported that following a routine pump replacement on (B)(6) 2011, the pt had been doing fine and was receiving effective therapy. On (B)(6) 2011, the pt's friend or family member reported that the pt had died; the reporter was unsure of the cause of death, believed the cause was a major heart attack. The reporter was unsure if the pt's death was related to the device system; she stated that the pump replacement may have been too taxing on the pt's body. She also stated that the pt had been in a lot of pain since the pump replacement. The device system was used to deliver lioresal 2000mcg/ml at 145.7 mcg/day. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.